Event description:
Philips received a complaint on the patient information center ix indicating the system generates a yellow alarm instead of vtach red alarm. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the onsite personnel to evaluate the device in question. The rse indicated during an evaluation of the system that the pic ix calculated the ECG heart rate and analyzed the morphology with the beside monitor correctly.